Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 3 of 27 from the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that six oscillating devices and battery reamer/drill devices were not functioning as they should when used with 19 battery devices and two universal battery charger devices. It was reported that there was a five minute delay in the procedure and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.